Manufacturer narrative:
During inspection and testing, foreign material was found clogging the nozzle of the device. In addition, the objective lens was cracked, the connecting tube was scratched, the coloring on the air/water cylinder was peeling off, the coloring on the suction cylinder was peeling off, the universal cord was scratched, the plug unit was damaged, angulation was less than standard, and the adhesive on the bending section cover was chipped, peeled off, and discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel of the subject device was clogged during a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the nozzle of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken. Additionally, no information was available on the reprocessing and handling of the device by the user. The event can be detected and prevented by following the instructions for use which state: ¿operation manual_ preparation and inspection -inspection of the endoscope ·inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system · inspection of the air-feeding function ·inspection of the objective lens cleaning function¿ "reprocessing manual_ precleaning the endoscope and accessories -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -manually cleaning the endoscope and accessories -clean the external surface_ thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.